Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue has been recurring since (B)(6) 2012. The patient reported she uses oral medications 500mg (unknown type) with diet and exercise to manage her diabetes. The patient reported from (B)(6) 2012 to (B)(6) 2012, she skipped her oral medication of 500mg, 3 times a day due to not being able to test her blood glucose. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2012, she was seen by emergency medical services (ems). The patient reported her blood glucose was measured, and a reading of 'over 500mg/dl' was obtained, she was given insulin, but did not know the dose or type. The patient reported she was transported to the emergency room (ER). It is unknown if the healthcare professional (hcp) was able to obtain any additional readings, or if she was given any additional treatment while in the hospital. At the time of troubleshooting, the cca noted that there was no misuse of the product, and it was not the first time the meter had been used. The cca confirmed the patient was using the correct test strips. When the cca assisted the patient with inserting a new test strip, the meter turned on. When the patient was prompted to push the power button, the meter turned on. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported as an adverse event because the patient claims she was unable to test on her meter due to the alleged issue, discontinued her oral medication, developed a severely high blood glucose and was treated by an hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.